Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer were hospitalized on (B)(6) 2020 due to low blood glucose. Blood glucose level at the time of the incident was 30 mg/dl. Customer had passed out while driving and she drove for an hour without knowing where she was or where she was going. Auto mode feature information was unknown. The insulin pump will not be returned for analysis.